Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not function and did not engage when the power was applied. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear on internal mechanical and electronic components from use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the electric pen drive device had an unspecified malfunction. During an in-house engineering it was observed that the device did not function and would not engage when the power was applied. This event was not reported to have occurred during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown all available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.